Manufacturer narrative:
Corrected data: g.3 was incorrect , the correct date for g.3 is 5/14/2021.

Event description:
Healthcare professional reported rupture on left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification, yellow biological tissue and deformation. Voids and cloudy in the gel observed after autoclave cycle. Delamination of orientation dot (<75% partial separation). Device is not rupture. Based on the device analysis the final assessment is: a delamination partial of orientation dot assessed as a adhesive failure. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side. The device has been explanted.